Event description:
It was reported that the patient underwent a revision after experiencing mechanical issues with the inflatable penile prosthesis (ipp). The pump would remain dimpled when squeezed. During the procedure, the physician was only able to inflate and deflate the pump 50% of the time, when pulling down on the pump. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent a revision after experiencing mechanical issues with the inflatable penile prosthesis (ipp). The pump would remain dimpled when squeezed. During the procedure, the physician was only able to inflate and deflate the pump 50 percent of the time, when pulling down on the pump. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, it has been concluded that the activation issues identified during analysis could affect the functionality of the device and could have caused or contributed to the reported inflation, deflation and dimpled pump observed clinically. Device history record (DHR) review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the inflatable penile prosthesis (ipp) cylinders and ms (momentary squeeze) pump were visually and microscopically tested, with no damage found upon inspection. The cylinders passed leak and pressure testing. The pump did not pass the functional activation testing performed. The pump kink resistant tubing (krt) was worn down to the filament; this is not likely to have impacted device function. Product analysis did confirm limited pump performance that could affect the functionality of the device relating to the allegation of inflation and deflation issues. Labeling review: a labeling review found no evidence that the device was used or handled improperly. The reported events do not contain an allegation against the labeling of this device. Investigation conclusion: the product analysis did confirm pump malfunction that does support the device allegations. With no objective evidence of the user improperly handling the device, the adverse event of mechanical difficulties with the device are known as of a risk of the device and is included in hazard analysis. Based on this investigation and all information available, a conclusion code of cause traced to component failure was assigned to this investigation.